Event description:
Report from (B)(6), stating the device does not function. The device was not used in surgery. It is unk if injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "does not function" could not be confirmed. If additional info becomes available, a supplemental report will be sent. (B)(4).